Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no insulin delivery defects were found during investigation. The reporter stated that the cartridge cap became loose and was tightened while the patient was still attached. The user guide instructs the user not to tighten the cartridge cap while attached. It was determined that use error caused the reported bg excursion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
A family member reported that the patient experienced a blood glucose (bg) of 30mg/dl. The family member reported that the patient was treated with juice and a meal and the bg returned to 100mg/dl. Customer support instructed the family member to disconnect from the site prior to any pump or tubing adjustment. The family member stated that the low bg was due to tightening the cartridge cap while connected to site. The family member reported that this is the first day the patient is on the pump. The tubing came loose from the cartridge and the patient removed the cartridge cap, attached the tubing and reapplied the cap without disconnecting from the site. This report is being made due to the patient's hypoglycemic event while on insulin pump therapy.